Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device remains in patient.

Event description:
As reported: "md was unable to completely retrieve 38mm screw when screw broke off in patient implant. Several attempts made. Patient with no apparent stress and vital signs within normal limits."